Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing. It was also noted that there was high impedance and a lead fracture was suspected. The rv lead was explanted and replaced. It was also reported that right atrial (ra) lead thresholds have been increasing and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk defibrillator, implanted: (B)(6) 2010; 6949-65 defib lead, implanted: (B)(6) 2006; 4194-88 crdm non-defib lead, implanted: (B)(6) 2006. (B)(4).